Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the rectal cancer surgery, after the device was fired, it was inserted into trocar, but could not open the jaw. Took out the gun, still could not open jaw, and the knife reverse button was used to open the jaw. The surface of reloads were normal, then change to a new ecr60g. After it was changed to a new ecr60g, it was noted that the staples were malformed. Changed to a new one again to complete surgery. There were no adverse consequences to the patient. No additional information can be provided.